Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The sales rep reported that the small two pronged tip on the fibertak tigertail broke off when inserting the anchor into the drilled hole. The broken tip remains in the drill hole after anchor implantation. The surgeon and staff decided not to remove the broken fragment from the patient. The rep reported that the quality of the bone was hard. Follow-up investigation: the incident occurred during a medial collateral ligament repair. An x-ray was not taken to locate the un-retrieved fragment. The surgeon believes that the broken tip will stay in the drill hole underneath the anchor and will not cause any issue or problem for the patient. The case was completed successfully using the same device and without interruption. The rep stated they are pending confirmation from the customer if the device will be returned for evaluation. It has been confirmed that the small two pronged tip that remained in the patient is the tip of the fiber tak inserter device and not a part of the fibertak anchor itself. Additional information received 5/7/18 via facility medwatch report 220101-0000-2018-8013: patient age was (B)(6). Patient is not hispanic/latino.